Event description:
It was reported approximately two weeks post angio-seal deployment, the patient developed symptoms of an infection and was treated with oral antibiotics. The patient returned two weeks later with no improvement and underwent surgery to remove the anigo-seal device. The patient was reportedly recovering.